Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates "j" stiffener wire has fractured at the weld site. The portion of "j" stiffener wire received measures approx. 73mm and is located approx. 27mm proximal of the distal end of the outer polyurethane insulation, which separated from the proximal site of the anode band. It appears that approx. 15mm of the "j" stiffener wire was not received with all recorded measurements add up to approx. 73mm.